Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported having issues with his plastic insulin cartridges and stated that "the insulin will leak out of the bottom and the piston rod will not stay attached to the cartridge." He stated he has this issue with every lot. The patient was advised to tighten the piston rod more securely and a request for a trainer was entered. Repeated attempts to follow up with the patient by the company representative and the trainer was unsuccessful.